Event description:
It was reported that patient underwent hip arthroplasty in 2008. Subsequently, patient was revised in 2009, due to fracture of the polyethylene liner. The liner and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent hip arthroplasty in 2008. Subsequently, patient was revised in 2009, due to fracture of the polyethylene liner. The liner and cup were removed and replaced.